Event description:
Customer reported an abo discrepancy when testing sample on the galileo. An a positive sample resulted as an o positive. Testing was not repeated on the galileo.

Manufacturer narrative:
Review of instrument images: well a7- neg reaction/ 7 reaction strength- visually neg. Well b7- neg reaction/ 17 reaction strength- visually neg. Well c7- 3+ reaction/ 88 reaction strength- visually pos. Well d7- 3+ reaction/ 85 reaction strength- visually pos. Well e7- neg reaction/ 16 reaction strength- visually neg. Well f7- 2+ reaction/ 66 reaction strength- visually pos- note: there is a cell button present- irregular in shape around the edges well g7- 3+ reaction/ 79 reaction strength- visually pos. Customer did not send sample for further serological testing. The anti-a package insert states: certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors.